Manufacturer narrative:
(B)(4). Complaint sample was evaluated and the reported event was confirmed. The product was returned and visual examination of the returned part shows signs of repeated use, wear and missing ball bearings. Device history record was reviewed and no discrepancies were found. Investigation results concluded that the root cause of the reported event is attributed to design deficiency. The device was subsequently re-designed to account for this failure mode with a new locking mechanism. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the tibial articular surface provisional shim was returned via the worn instrument return program. The component was noted to be worn/abraded and it was observed that neither ball bearing was returned with the product. No further information is available.